Manufacturer narrative:
Clarification to suspect product: lot number 963/3. Continued adverse event problem type of investigation code: b15, b17, b20. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to adverse event problem type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to adverse event problem [invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of strep throat, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm® volux¿ in the jw4,jw5, and jw3. About three weeks later, patient was diagnosed with strep throat, deemed not device related and was treated with azithromycin 250mg for 5 days. Six days later, patient began to feel tender on the injected side of the face and 2 nodules with slight redness in injected areas. It was further described as "mild delay onset inflammatory reaction" that was "most likely trigger[ed] by strep throat." The next day, patient was prescribed cirpocloxacin 500mg bid for 7 days and a 20mg antihistamine bid. Patient stated there was less swelling and tenderness and no new nodules appearing. Patient feels like they are improving.